Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. A synergy¿ drug-eluting stent was used to treat a lesion. A jailed wire technique was used; however, while pulling back a non-bsc guide wire, stent deformation was observed. No patient complications were reported.